Event description:
The female patient received two overlapping cypher stents to treat a lesion from the proximal left circumflex to the 3rd obtuse marginal. The patient also received two cypher implants in the proximal right coronary artery. Seven months later, the patient had restenosis in the proximal stent in the 3rd obtuse marginal and both stents in the proximal rca.

Manufacturer narrative:
The target lesion was from the proximal left circumflex to the 3rd obtuse marginal. The vessel was de novo, concentric, diffused, bifurcated, ostial and slightly tortuous, but not calcified. The diameter of the vessel was 2.83 mm and the lesion length was 12.3 mm. Pre-procedure stenosis was 74%. Aha/acc classification of the vessel was a type c. It was an elective case. Radial approach was chosen for the procedure. Pre-dilation was conducted with a balloon (2.5 x 15 mm) at 8 atmospheres (atm). Inflation time was unknown. A cypher (2.5 x 18 mm:study target stent) (lot unknown) was implanted at 12 atm for 16-30 seconds. A cypher (2.5 x 18 mm: study target stent) (lot i0205150) was implanted at 14 atm for 16-30 seconds at the proximal end of the initially implanted cypher overlapping it. Post-dilation was conducted with a balloon (2.5 x 15 mm) at 18 atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 13%. Ivus was conducted. Two weeks later, a percutaneous coronary intervention (pci) was conducted for the proximal right coronary (rca). This cypher stent was not the target for the clinical study. Pre-dilation was conducted with a balloon (2.5 x 20 mm) at 12 atm for 12 seconds. A cypher (2.5 x 18 mm) (lot i0305131) was implanted at 20 atm for 27 seconds. A cypher (3.0 x 18 mm) (lot i0305161) was implanted at 20 atm for 27 seconds at the proximal end of the initially implanted cypher with overlap. Post-dilation was conducted with the sds balloon (type unknown). Inflation time and pressure were unknown. Timi grade and the residual % of stenosis after the procedure were unknown. Approx seven months later, a follow up coronary angiography (cag) was conducted and restenosis was observed at the proximal edge of the proximally implanted cypher, which was implanted in the 3rd obtuse marginal. There was 66% stenosis. At the same time, focal restenosis was observed from the inside to the distal end of the cypher stents implanted in the proximal rca. There was 63% stenosis. The patient did not show any symptoms. Seven days later, the restenosis was treated. To treat the restenosis of the proximal section of the cypher implanted in the 3rd obtuse marginal, pre-dilation was conducted with a balloon (2.5 x 15 mm) at 14 atm. Inflation time was unknown. A cypher (3.0 x 13 mm) (lot unknown) was implanted at 14 atm for 20 seconds at the proximal end of the implanted cypher with overlap. Post-dilation was not conducted. The residual % of stenosis was 0%. To treat the restenosis in the proximal rca, balloon angioplasty (poba) was conducted with a balloon (3.0 x 18 mm) at 20 atm for 20 seconds. The residual % of stenosis was 34%. The patient didn't show any symptoms. Physician's comment: the probable cause of this event may be due to the fact that the patient was diabetic. This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Please refer to MFR report #'s 9616099-2006-00658 and 9616099-2006-00660.